Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had the following problems during use. Hub separates (2), unable to aspirate (2). The following was reported by the initial reporter: "it was reported that on 2 syringes the needle hub separated into shield. Also reported 2 other syringes would not draw up insulin. Verbatim: consumer reported found 2 syringes from this box when removed needle shield, the needle hub went with it. Consumer reported found 2 other syringes from this box when drew up insulin from vial, it would not draw up the insulin".

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had the following problems during use. Hub separates (2), unable to aspirate (2). The following was reported by the initial reporter: "it was reported that on 2 syringes the needle hub separated into shield. Also reported 2 other syringes would not draw up insulin. Verbatim: consumer reported found 2 syringes from this box when removed needle shield, the needle hub went with it. Consumer reported found 2 other syringes from this box when drew up insulin from vial, it would not draw up the insulin".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (4) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 0125322. Customer states that the needle hub separated into shield and that the syringes would not draw up insulin. All returned syringes were examined and one sample exhibited the hub-needle/shield assembly separated from the barrel. No other sample exhibited the hub assembly separated from the barrel. All remaining syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0125322. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 has been opened to address this issue of needle hub separated into shield. Root cause cannot be determined at this time as syringes not drawing up insulin is unconfirmed. H3 other text : see h.10.